Event description:
Information was received indicating that the pump exhibited a "no disposable, clamp tubing" alarm. It was reported that the residual volume was 24.4, the rate was 0.3 and 5.95 was given. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).